Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 508 mg/dl. The customer treated with a bolus. The customer's insulin pump's battery died in the middle of the night and alarmed battery out of limit when the battery was changed. This is normal insulin pump behavior. The product is not being returned. Nothing further was reported.